Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards bioprosthetic aortic valve, implanted approximately three (3) years and six (6) months, was explanted due to aortic stenosis secondary to left ventricular outflow tract obstruction. The explanted device was replaced with another edwards pericardial valve. Operative report indicates the subject aortic valve was well incorporated with no obvious issues, with small amount of non obstructing pannus on the inflow (ventricle) side. Patient has septal hypertrophy, calcification of the anterior mitral leaflet (native), an calcification of the [native] mitral annulus at the a3 region. A septal myectomy was performed under the right native mitral cusp down to the level of the papillary muscle heads, and calcium was debrided from the mitral valve...after replacing the subject aortic valve, patient also underwent replacement of the ascending aorta. The patient tolerate the procedure well and was taken to the surgical intensive care unit. The surgeon indicates that this event is not related to a malfunction of the subject edwards device.

Manufacturer narrative:
Additional manufacturer narrative:the provided information suggests that the reported aortic stenosis is due to physiologic changes (calcification and pannus growth) affecting the patient's native mitral valvular apparatus, which in turn is leading to left ventricular outflow tract obstruction. The operating surgeon indicated that this event is not related to a malfunction of the edwards aortic valve. The explanted device was discarded per the healthcare provider. No further action is required at this time. Edwards will continue to review and monitor all events.